Event description:
According to the reporter, during procedure, the device that was connected to a generator had no seal and there was no evidence of energy delivery. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic radical surgery for gastric cancer, the device that was connected to a generator when it was used on a 3-5mm tissue bundle had no activation tone or evidence of energy delivery. There was no alarm or re-grasp. There was no end tone. Cleaning was not necessary since device did not activate even once. Another device was used using the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 (charged rfr from seal-none to device did not activate) new information has been received, and reassessment of the complaint found that it is no longer a reportable event. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.